Manufacturer narrative:
An il investigation of this complaint conducted at the time of receipt concluded the following: - testing showed that hemosil rinse solution lot number n0260824 does not impact the recovery of the hemosil homocysteine assay. - test data of hemosil homocysteine lot number b25465 determined that there is no potential safety risk, and therefore no MDR or remedial action is indicated. - it should be noted that there have not been any other complaints against this lot of hemosil homocysteine. This MDR is being filed as a response to the medwatch report (B)(4) received by (B)(4) to summarize our original investigation results.

Event description:
Instrumentation laboratory (il) received a medwatch report (B)(4) stating that (B)(6) experienced contamination issues with the hemosil rinse solution part number 0020302400, from lot number n0260824. According to the report the customer believes it impacted the hemosil homocysteine assay part number 0020007800, lot number b25465, with the qc running on the low side of the mean. This indicates that test results reported during this event could be falsely lower than actual. The customer did not report any related adverse event.